Event description:
It was reported by service report that there was a bow in the bent height adjustment rack which was discovered during pm. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bent height adjustment rack.